Manufacturer narrative:
The reported complaint of a possible leaking icy catheter (lot #93138) issue was confirmed. A pinhole leak was observed at proximal end of proximal balloon during functional pressure leak test. The probable cause of the reported complaint was due to a latent material defect. Visual examination of the returned catheter was performed. No physical damage was observed on the the returned icy catheter. Observed blood residues on the balloons and on in/out luers the tubing ports. Functional leak test of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance, except medial ports was clogged with blood. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at proximal end of proximal balloon, thus confirming customer complaint. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for icy catheter with lot number 93138.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed. Based on medical safety assessment (msa), a male patient in his 60's was treated with intravascular temperature management (ivtm) for unknown medical condition. When icy catheter was placed on (B)(6) 2019 and removed on (B)(6) 2019. During ivtm therapy, the start-up kit (suk) and bag of normal saline were noticed to have blood tinged fluid. When the icy catheter was pulled out from the patient's right femoral vein on day 5, the distal balloon was full of blood that looked like blood was clotted in the balloon of the catheter. Customer did not report a dvt. No specific treatments were reported about treatment for thrombus. At that time surface methods was deployed to continue therapy for the patient. No consequence to patient was reported, reported that device did not cause injury to the patient. Only limited information is available for his case. Patients in a critical condition are usually treated with ivtm. In such cases, those conditions make the patients predisposed to thrombogenicity. Development of thrombus is a common complication is such patient population. Critically ill patients are at increased risk of vte because of the presence of multiple predisposing factors [w. Geerts, et al. Venous thromboembolism and its prevention in critical care. J crit care, 17 (2002), pp. 95-104]. The rate of thrombosis for critical care patients receiving cvcs ranges from 20 to 30%. Development of thrombus is a known complication of central catheters of any kind as well [zoll white paper on dvt]. Event was not serious because it did not meet any criteria for seriousness (did not cause death, did not cause life-threatening condition, did not require treatment to prevent life-threatening condition, did not require new or prolonged hospitalization). Event assessed as possibly related to the zoll catheter due to relevant timing and location of possible clot.

Event description:
During intravascular temperature management (ivtm) therapy, customer reported that blood tinged fluid was noticed in the start-up kit (suk) and bag of normal saline. Customer decided to removed the icy catheter (lot #unknown) from the patient's right femoral vein. Customer added "when the icy catheter was pulled out, the distal balloon was full of blood that looked like a potential clot". However, no dvt was reported. The catheter was reportedly placed on (B)(6) 2019, and issue was observed on (B)(6) 2019. Surface methods were deployed to continue therapy on patient.